Event description:
A report was received that a patient underwent a pocket revision procedure, because the ipg had moved in the pocket. The pocket was repositioned, and the patient is reportedly doing well.